Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose above 500 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include weakness, vomiting and dehydration. The patient reported they attempted to administer several boluses of insulin using the pod, however this did not bring their blood glucose levels down. The pod was removed by the medical professionals at the emergency room and the patient was informed there was a blockage in the cannula. The patient was treated with intravenous fluids, the patient reported that there may have been other medications given intravenously but they were not sure. The patient was released approximately 6 hours later, on the same day.